Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on (B)(6) 2018. Upon review, the patient's right ventricular lead exhibited low amplitude noise. The noise could be reproduced with isometrics. It was noted that the physician had decoupled the sensitivity in the past. The lead was reprogrammed.